Manufacturer narrative:
The reported field event of noise was confirmed. The cause of the field event was traced an anomalous component on the electronics module.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant after the lead was connected to device, the patient received an inappropriate shock due to noise. The device was replaced and the lead remains in use. The patient's condition is fine after the event.